Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("continuous chronic pelvic pain with hypogastric pressure leading to insomnia, which did not worsen during menstruations and which sometimes radiated to the hips") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal discomfort, insomnia and pain and menstruation irregular ("menstrual cycles were totally irregular with normal abundance"), 2 years 1 month after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter provided no causality assessment for menstruation irregular and pelvic pain with essure. The reporter commented: events onset was reported with same date as device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.